Event description:
It was reported that the device would intermittently not operate on battery power. There was no patient use associated with the reported failure.

Event description:
Customer reports being unable to obtain a result due to a power issue with the compact plus system. 14 hours after customer's attempt to use the device customer went to the emergency room (ER) because of chest pain and sinus pressure. Customer was diagnosed with gastritis and treated with insulin and a saline IV. She was sent home 7 hours later with antibiotics. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.